Manufacturer narrative:
The tech replaced the gas springs and the reverse trendelenburg and trendelenburg functions worked properly.

Event description:
Info received indicates the bed cannot be placed into reverse trendelenburg or trendelenburg because the right head and right foot gas springs were frozen.